Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. There is no allegation from a health care professional indicating the device caused the patient's injury. Additional patient/event details have been requested; however, no further information has been provided at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the patient had a fecal management system inserted on (B)(6) 2015, for an unknown reason. Seven days post-insertion, it was noted the patient had developed a grade 2 partial thickness ulcer, measuring 2-3 cm in diameter, on the buttocks adjacent to the insertion site. The fecal management system remained in place for a total of 21 days and the ulcer was addressed with an unknown dressing. Although the patient underwent pre-insertion checks and was determined to be a good candidate for a fecal management system, the patient was noted as having "fragile" skin. Further, the patient had pre-existing pressure ulcers "in various parts of [their] anatomy." The ulcer had "nearly healed" at the time of the report and no further complications were reported.